Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, five openings curved on the anterior and posterior and observed void 1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: three openings striated on the anterior and posterior, one opening crease sharp on the posterior, one sharp opening on the patch/shell bond edge and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is three striated openings assessed as surgical damage consist in the use of some surgical tool, one crease sharp opening on the posterior assessed as fold flaw opening, and a sharp opening on the patch/shell bond edge assessed as an unidentified tear opening.

Event description:
Device has been explanted.